Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of wear and tear to the system controller was unable to be confirmed. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis. The submitted log files and driveline repair have been addressed under the pump investigation, MFR # 2916596-2025-01607. No photos of the controller damage were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii patient handbook (rev. C) section 10 - ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing multiple pump off and low voltage alarms. Log files were sent for review and the log file captured pump stops, speed drops lower than the low-speed limit and driveline fault events between 23feb2025 and 03mar2025. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring both on the power module and on batteries. The percutaneous lead was recommended to be immobilized to prevent any further information in support. X-rays were planned for the next day, and it was provided that the patient was asymptomatic during these events. The damage was likely from wear and tear, and the patient had no significant weight changes. X-rays and log files were sent, and the x-rays displayed a couple potential areas of damage. The internal x-ray was unremarkable. The event log displayed multiple low speed and pump stop alarms during the length of the log file history, including driveline fault alarms. A heartmate ii driveline repair was planned for (B)(6) 2025. The driveline was repaired approximately 2.5" inches from the exit site. The patient's system controller (B)(6) was also exchanged with new system controller (B)(6) at their discretion due to worn / regular use. Log files were sent post driveline repair, and there were no alarms/unusual events post driveline repair in the log file history. The driveline fault alarm did not return post repair. The patient was stable and will be monitored outpatient.